Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch basic meter read inaccurately high and erratic. The medical surveillance specialist (mss) spoke to the patient on (B) (6) 2010, and was able to obtain/verify information. The patient tests his blood glucose 3 times a day. He typically tests before meals. The patient manages his diabetes with sliding-scale humalog insulin based on his meter readings and lantus insulin. The patient indicated that the meter started reading inaccurately high on (B) (6) 2010, at 11:55 pm. The patient reported a meter reading of "336 mg/dl". Based on the meter reading, the patient took 8 units of sliding-scale humalog insulin in addition to a set dose of 28 units lantus insulin at 12:08 am on (B) (6) 2010. At 12:09 on (B) (6) 2010, the patient obtained a pre-breakfast meter reading of "179 mg/dl" at 12:09 pm. Based on the meter reading, the patient took 25 units of sliding-scale humalog insulin. The patient then ate breakfast as usual. At 1:55 pm that same afternoon, the patient claimed that he started to feel low and had symptoms of sweating, hunger, weakness, and difficulty reasoning. The patient tested his blood glucose while feeling low and got "59 mg/dl". The patient had not expected his blood glucose to drop that low considering how much insulin he had taken earlier that day and the fact that he had eaten lunch. The patient alleged that the meter reading of "179 mg/dl" was probably inaccurately high. The patient administered self-treatment by eating sugar which helped to relieve his symptoms. The patient did not have control solution for troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.